Event description:
This complaint is from a literature source. The following literature cite has been reviewed: abe t, otani t, hayama t, fujii h, kawaguchi y, saito m. Revision total hip arthroplasty using the modular proximal stem modified for asians: medium-term clinical results and perioperative complications. J arthroplasty. 2022 apr;37(4):770-776. Doi: 10.1016/j.arth.2021.12.037. Epub 2022 jan 3. Pmid: 34990756. Objective and methods: authors examined the medium-term clinical and radiological outcomes of revision total hip arthroplasty (tha) using the depuy s-rom-a stem, a modification of the s-rom stem, intended for asians. Femoral reconstruction using the s-rom-a stem was performed in 126 hips that underwent revision tha. All patients were followed for perioperative complications. Clinical and radiographic outcomes at a mean of 8 (range 5-14) years postoperatively were evaluated in 96 hips of 86 patients. Forty hips underwent stem-only revision tha, and 86 hips underwent revision of both the cup and stem. The manufacturer(s) of the acetabular cups and liners were not identified by the authors. The femoral heads are assumed to be depuy and vary from cobalt chrome metal to ceramic. Liner interfaces varied from cobalt chrome metal, standard polyethylene, xlpe polyethylene, and ceramic. All cases were a first revision surgery. Of the 115 patients, five died of causes unrelated to the hip prosthesis within 5 years after surgery, 13 did not consent to visiting the hospital for medium-term outcome evaluation, and nine were lost to follow-up. Results: the s-rom-a stem is designed with a bullet-shaped tip and a shorter stem length, which facilitates its use in asians with smaller body sizes compared with westerners. When there is concern that the tip of the stem may penetrate the anterior wall of the femur diaphysis, the use of bowed-type stems should be considered. The reduced neck diameter (9/10 taper, reduced from the standard s-rom 11/13 taper) may be associated with an increased risk of trunnionosis. Complications: 11: intraoperative femur fractures, treated with cerclage or plate orif; 6: post-operative femur fractures (within 1-3 weeks), treated with plate orif; 2: hip dislocations, treated with closed reduction; 3: hip dislocations, treated with revision of femoral stem for anteversion, head and liner, but not sleeve; 2: post-operative infections, treated with surgical debridement; 1: post-operative infection, treated with two stage revision (sleeve was retained); 2: trunnionosis and armd, treated with liner, head, stem and sleeve revisions.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.